Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that after spiking the last bag, stem cells were not pulling out from the bag via tubing, so stem cells were infused via intravenous push from the 8th bag. Total infusion time took 16 minutes for the 8th bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.